Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the reset error test. The insulin pump was monitored and functioned properly. No alarm or corrosion in the battery tube was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 254 mg/dl. The insulin pump will be replaced. Nothing further reported.